Manufacturer narrative:
All available information was investigated and the reported difficult delivery catheter (dc) shaft positioning was confirmed via returned device analysis. The reported difficult or delayed positioning in the anatomy during use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty positioning the device in the anatomy was due to the difficult dc shaft positioning. The difficult dc shaft positioning was due to the identified dc shaft bent. However, a cause for the observed dc shaft bend could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted anterior prolapse. The clip delivery system (cds 00403u150) was advanced to the left ventricle several times due to difficult delivery catheter (dc) shaft positioning. The clip rotated counter clockwise, and continued to rotate when the shaft was aligned to the inter-commissure. Then when the clip was rotated clockwise in the left atrium, it could not be rotated without torque transfer. It was suspected that clip may have interacted with the chordae, but this could not be confirmed. Therefore, the cds was removed with the clip attached, and the procedure continued with a new cds (00403u180). The second cds entered the left ventricle several times as well, but the degree of rotation was different. The clip has been rotated to match the perpendicular to the lock; therefore, grasping was sufficient. The clip was deployed. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.